Event description:
It was reported the pt experiences intermittent heating, burning and shocking sensations at the scs ipg pocket site. Subsequently, the pt uses the device sporadically. No addition info is available at the time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.